Event description:
Report received indicated that product could not cross the lesion and large friction was expereience. Also rpeorted was that the distal stent marker had prematurely deployed from the outer sheath only noticed after withdrawing product from the pt. A percutaneous angioplasty of the iliac artery was being performed (unk. Side) there were severed calcification, moderate vessel tortuosity and 99% stenosis present. Product was use according to the instruction for use (IFU). The physician felt large friction during delivery of the stent delivery system (sds) and the distal part of the sds was unable to cross the ltarget lesion. Sds was withdrawn over the guidewire and was fiund that the distal stent markers had release from the outer sheath prematurely.